Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the user claims the chair will stop with no error codes.